Event description:
The customer contact reported a burned ac power cord. The pump was returned to the material management department with an unsigned note that stated, "pump cord burned and sparks when plugged in." No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. During testing at the user facility, it was noted that there was an exposed wire and a burned area approximately 1/2 inch away from the male end of the power cord. Though requested, no add'l info was provided.

Manufacturer narrative:
This device is expected to be returned for investigation. It has not yet been received. (B) (4)